Event description:
A purchasing professional reported the surgeon lost phacoemulsification power during a procedure. They tried to flush what they though was a clogged tubing line, but ultimately had to reboot the system to complete the procedure. There was no impact to the patient. This is the second of two reports for this facility.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was then tested and met all product specifications. A review of the customer's complaint history for the last 12 months did not show any previous complaints of this kind against the system. The system was manufactured on april 25, 2014. A review of the manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).